Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) , the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 06/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/03/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be duplicated. The review of the black box data showed multiple loss of prime warnings with low non-zero force. During the actual investigation, the pump was exercised for 24 hours with no loss of prime occurrences. Additionally, a force sensor calibration check was performed and passed.